Manufacturer narrative:
Investigation summary: a review of the DHR was not performed since the lot number was unknown. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken for the same part number throughout the last twelve months. Based on the samples, the following observations were made: the lids were cracked from the edges. According with this investigation there is not enough information provided from customer like a picture from the original packaging in order to rule out that this product was damaged by incorrect handling, transportation or because a not suitable packaging was used (product repackaged within the distributor). Conclusion: based on information provided it wasn¿t possible determine the root cause like a failure mode related to the manufacturing process because there is no enough information like a picture from original packaging to perform an exhaustive investigation.

Event description:
It was reported that 19gal red bd¿ extra large sharps collector with clear slide top with gasket lids were broken. This occurred on 3 occasions before use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 305666 batch, no: unknown. It was reported that customer received 3 broken lids. Description: received a call stating that his customer received three lids broken lids.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 19gal red bd¿ extra large sharps collector with clear slide top with gasket lids were broken. This occurred on 3 occasions before use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 305666, batch no: unknown. It was reported that customer received 3 broken lids. Description: received a call stating that his customer received three lids broken lids.